Event description:
Per operative report: at explant, "partial" dehiscence of the posterolateral aspect of the ring was noted. There was no endocarditis present and it appeared the sutures had pulled through the annular tissue. "No lacerations or injuries to the leaflets were encountered and the remainder of the mitral valve repair appeared to be intact". The ring was then "easily" excised due to the fact it had never "incorporated well", and an sjm 31mj-501, was implanted. Tee confirmed no pv leaks and a "competent" mitral valve.